Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122667. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced stimulation in the wrong location and ineffective therapy as system was providing all unwanted rib stimulation on the right side and no left side coverage. Reprogramming was attempted to no avail. Lead diagnostics showed that impedances were normal. No falls or trauma reported. X-rays showed the leads had not migrated and were midline and posterior. Surgical intervention was undertaken wherein the right lead was explanted and a new lead implanted and placed to the left side. Therapy was restored.